Manufacturer narrative:
The serial number of the e601 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for three samples from the same patient tested with elecsys troponin t hs stat on a cobas 6000 e601 module. The customer is questioning the negative troponin t results from these samples as the patient was diagnosed with a heart attack and was treated on (B)(6) 2024. The first sample collected from the patient on (B)(6) 2024 resulted in a troponin t value of 0.060 ng/ml (negative). The second sample tested on (B)(6) 2024 resulted in a troponin t value of 0.075 ng/ml (negative). The third sample tested on (B)(6) 2024 resulted in a troponin t value of 0.049 ng/ml (negative. A fourth sample from the patient was tested on (B)(6) 2024, resulting in a troponin t value of 0.183 ng/ml (positive). A fifth sample from the patient was tested on (B)(6) 2024, resulting in a troponin t value of 0.176 ng/ml (positive). The sample was repeated , resulting in a troponin t value of 0.170 ng/ml. An additional troponin t value of 0.186 ng/ml was provided. It was asked, but it is not known if this value is from one of the 5 patient samples, a sixth sample collected from the patient, or a sample from a different patient.

Manufacturer narrative:
During investigations, it was determined the customer is using an obsolete definition of acute myocardial infarction (ami) dating back to 1970. Based on the most up to date definition, the observed troponin t levels were abnormal in the first sample as well as in samples from consecutive days. Later samples clearly indicate dynamic changes in troponin t levels, which in conjunction with the clinical presentation fulfill the diagnostic criteria for a myocardial infarction. The investigation did not identify a product issue.